Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running the bd max sars-cov-2 assay on the bd max¿ instrument, false positive results were obtained. Confirmatory testing was performed. There was no indication that results were reported. There was also no report of patient impact. The following information was provided by the initial reporter: "customer problem: (fse) on-site replaced z-gantry pump #3 and #4, and pump #4 failed. Pump #4 does not aspirate when transferring dna/tna pcr cart, which was getting bubble when aspirate on snap-in position 3; mainly on lanes a4, a8, b4, b8. Results from latest run: performed instrument qualification: run #192: side a: all lanes passed; except (a4: ic no amp bot and a8: warning reader saturation) ¿ re-run on run# 193 ¿ bubble in lanes side b: all lanes passed; except (b4: no amp on > 2 lanes within rack and row; on color 5 bot, b8: no amp on > 2 lanes within rack and row; on color 5 bot, and b12: no amp on > 2 lanes within rack and row; on color 5 bot) - re-run on run# 193 ¿ bubbles in lane run# 193: side a: all lanes passed; except (a4: warning reader saturation). Side b: all lanes passed; except (b4 / b8 / b12: warning reader saturation). It was reported by the customer that continued unr/ind and false positive."

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "unresolved result" and "false positive" error. Customer reported that they still have unr and false positive on their runs. Field service was dispatched. Field service replaced pump #3 and #4 pump. Field service performed alignment of robot and both tray. Field service performed pump check, load cartridge, and efc. Field service performed qualification run but bubbles were found in lanes associated pump #4 along with ind errors. Field service replaced pump #4 and the pump pcb. The instrument had one unr on their full run. Instrument was replaced with (B)(6). Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2021, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history was performed for the instrument (B)(6) and in november 2021, the instrument experienced unr and inds. Field service verified that the instrument is leveled. Field service cleaned and verified z-gantry movement and verified that z-gantry passed stall test. Field service cleaned the reader and heater mux, performed reader health check, heater self-test, and tray alignment. Field service performed cal-rack. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Root cause cannot be determined with the information provided. Complaint is confirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h.10

Event description:
It was reported that while running the bd max sars-cov-2 assay on the bd max¿ instrument, false positive results were obtained. Confirmatory testing was performed. There was no indication that results were reported. There was also no report of patient impact. The following information was provided by the initial reporter: "customer problem: (fse) on-site replaced z-gantry pump #3 and #4, and pump #4 failed. Pump #4 does not aspirate when transferring dna/tna pcr cart, which was getting bubble when aspirate on snap-in position 3; mainly on lanes a4, a8, b4, b8. Results from latest run: performed instrument qualification: a. Run #192: I. Side a: all lanes passed; except (a4: ic no amp bot and a8: warning reader saturation) ¿ re-run on run# 193 ¿ bubble in lanes ii. Side b: all lanes passed; except (b4: no amp on > 2 lanes within rack and row; on color 5 bot, b8: no amp on > 2 lanes within rack and row; on color 5 bot, and b12: no amp on > 2 lanes within rack and row; on color 5 bot) - re-run on run# 193 ¿ bubbles in lane b. Run# 193: I. Side a: all lanes passed; except (a4: warning reader saturation) ii. Side b: all lanes passed; except (b4 / b8 / b12: warning reader saturation) it was reported by the customer that continued unr/ind and false positive."